Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump was received with severely scratched display window, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that they received a button error alarm. The customer's sister also reported that they received a motor error alarm. The customer's blood glucose was 230 mg/dl at the time of incident. The customer's sister stated that the button error alarm was unable to be cleared due to buttons were unresponsive. The customer's sister was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.